Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft was implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unknown. The iliac artery was severely calcified. It was reported that at the time of implant there was a distal type I endoleak in the right iliac artery. A cuff was implanted and the endoleak was resolved. It was reported that the patient was brought back in for a follow-up 2 weeks post stent graft implant and there was no endoleak. There are no additional clinical sequelae reported and the patient is reported to be fine.